Manufacturer narrative:
The UDI number is provided here as a correction where it was missing previously.

Event description:
It was reported that surgery occurred to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg would no longer communicate with external devices and the patient lost therapy. Surgical intervention may occur to address the issue.